Event description:
The customer contacted physio-control to report that while attempting to defibrillate, charging the device causes it to stop halfway through and quit charging. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control replaced the device battery pins. The device passed performance inspection procedure and was returned to the customer. Electronic review of device data indicated one of the batteries was manufactured in 2014. Physio recommends replacing batteries after 2 years. The root cause is determined to be worn battery pins and battery age that contributed to the device resetting (turning itself off, then on) during defibrillation charging.

Event description:
The customer contacted physio-control to report that while attempting to defibrillate, charging the device causes it to stop halfway through and quit charging. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Corrected data: section b3 event date of the initial medwatch report indicated: (B)(6) 2020. Section b3 event date of the initial medwatch report should indicate: (B)(6) 2020. Additional manufacturer narrative: new information received on 05/25/2020 indicated that the patient passed away, however a clinical review was performed which concluded, "device use did not contribute: ECG reported as or showed asystole. At 09:26:03, the start of the event, the patient¿s initial rhythm is asystole. The user precharges the device, at rhythm check the patient is in asystole and the charge is removed by the user. Each subsequent attempt to precharge the device results in the device powering off and rebooting, however during each rhythm analysis the patient rhythm remains in asystole." Physio-control contacted the customer to request additional information on the patient. All available information was provided.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer has not been able to provide the information. Patient fields in which information was not provided were intentionally left blank. Physio performed an initial evaluation of the customer's device and could not duplicate the event however, after evaluating the electronic device data, physio verified the reported issue. The device reset during multiple attempts to charge in the electronic device data. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to defibrillate, charging the device causes it to stop halfway through and quit charging. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.